Event description:
It was reported that during a stent procedure of the rca resistance was felt during withdrawal of the balloon. This occurred after stent deployment. When resistance was encountered the entire system was not removed as it was felt that maintaining distal vessel access was imperative in this clinical situation. Visual inspection of the delivery catheter after removal from the pt showed that the elastic membrane was stretched over the end of the catheter and appeared to be torn. The patient was sent to surgery when the area of the stent showed a residual stenosis, and after attempts to cross the lesion with smaller balloons were unsuccessful. The pt was reportedly in good condition postoperatively.